Event description:
Since the date of surgery, my life has gone down hill fast. I cannot exercise, and my mobility is very limited. I am in constant pain and have trouble with every aspect of my life. I have been told I will not be helped, and must live with this pain the rest of my life. I am currently on norco 10/325 mg at least 6 times daily. I don't know how to describe all of the info you need, but I need help fast as I cannot live in this condition of constant pain.